Event description:
Allegedly, patient underwent l tkr on (B)(6) 2023. Revised on (B)(6) 2025 due to instability. Tibial insert changed from 12mm to 17mm. Australia-c25-157.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.